Event description:
It was reported that during a da vinci surgical procedure, it was noted that the pk dissecting forceps instrument would not cauterize. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's conductor wire was broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from it's connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis investigation also found the instrument had a broken yaw pulley. The yaw pulley was missing a .206 x .052 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken yaw pulley found during failure analysis if to recur could cause or contribute to an adverse event.